Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.